Manufacturer narrative:
(B)(4). Approximate age of device - 4 months. The device was not explanted and was not available for evaluation. A correlation between the device and the reported event could not be conclusively determined. The instructions for use lists stroke as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that on (B)(6) 2016, the patient had become unresponsive and a CT angiography of the patient's head and neck revealed a basilar artery stroke. A thrombectomy was attempted, but was unsuccessful. The patient expired on (B)(6) 2016. The patient was on aspirin, warfarin and ticagrelor at the time of the event. No further information was provided.